Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient coded and extracorporeal membrane oxygenation was placed bedside. The impella was repositioned after two hours. Additionally, the patient had a run of ventricular tachycardia. The patient was successfully weaned from the impella cp and the device was explanted. The patient survived the procedure.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.